Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 24-nov-2022. . H6: investigation summary two mv0420-0006 samples were received without packaging for investigation. The customer has reported that the filter on one sample broke off while removing it from the packaging, while the second sample broke off during attempted vial connection. A visual inspection of the returned vial access devices (vad) confirmed the customer's experience; in each instance the air vent was noted to have been received separated from the vial access device. A closer inspection noted that the air vent had been broken away with part of the air vent still bonded within the vad, stress marks were visible at the affected joint. The details of this feedback were shared with the legal manufacturer of the product, yukon medical llc, for investigation. A definitive root cause for the observed damage could not be determined; however previous investigations into reports of this nature have identified that similar damage can occur as a result of the application of an excessive perpendicular force, the root cause of which could not be determined in this instance. A review of the production records from lot 222036 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature.

Event description:
It was reported while using smartsite¿ vented vial access device the valve detached. There was no report of patient impact. The following information was provided by the initial reporter, translated from italian to english: in the third case, once the spike had been applied to the drug vial (it is not known which one) the smart-site valve detached the smart-site valve. "...events occurred within the isolator and did not involve patients... Spillage of chemotherapy drug and breakdown of the sterility of the preparation occurred."

Event description:
It was reported while using smartsite¿ vented vial access device the valve detached. There was no report of patient impact. The following information was provided by the initial reporter, translated from italian to english: in the third case, once the spike had been applied to the drug vial (it is not known which one) the smart-site valve detached the smart-site valve. "...events occurred within the isolator and did not involve patients... Spillage of chemotherapy drug and breakdown of the sterility of the preparation occurred."

Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. (B)(4). Date of event is unknown; awareness date has been used for this. Medical device lot #: 222036 was reported, however, this is not a lot # manufactured for the reported catalog #. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.